Event description:
Boston scientific received information that during an attempted device upgrade procedure, this right ventricular (rv) lead was inadvertently dislodged when the new left ventricular (rv) lead was attempted. The implanting physician attempted to reposition the rv lead without success, as the screw would not deploy for fixation. This rv lead was explanted and a new rv lead was successfully implanted. No adverse patient effects were reported during the procedure. The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found dried body fluid in the helix mechanism. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.